Event description:
The facility's biomedical engineer reported an infusion pump with a 715 failure code that occurred during set-up of the pump before pt use. There was no report of any pt injury or medical intervention, no medication was being infused, no bag or tubing was being used yet, and the pump programming info was unknown. Additional contact info was requested but no additional contact was identified. There have been no reports of any pt incident involving the pump since the last baxter service event.